Event description:
This MDR is being submitted as a result of a CAPA impact assessment. The one touch basic enhanced meter allows users to select in which of a variety of languages to receive messages. As noted below, the translation(s) from the primary language (english) into the other language is incorrect and could theoretically lead to a serious injury. The english phrase "check code". The swedish translation uses an abbreviation for the word "code" which could easily be misunderstood for the swedish word for "control" (ie: control solution).